Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, physical analysis is pending. The performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with inappropriate shocks due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes on the right ventricular (rv) lead. The lead was found to have high unstable thresholds with no capture and high impedance. The lead was suspect of a fracture. The lead was reprogrammed. The lead was removed and a new lead was implanted. It was further reported that the device had premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.